Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 displayed error 46876 with a red screen and 4 red triangles. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: d10. One cadd solis vip pump was returned for analysis. The device was started and in the pumps event log ec46876 were found which is an issue with the circuit board. The pump's main board was found to be faulty and needed to be replaced.